Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the microcatheter's mid & distal shaft was found kinked and the catheter shaft was broken under the strain relief. Functional testing was not carried out as visual inspection confirmed the reported event of the friction. It is most likely that the catheter kinked during the procedure leading to the reported friction, thus an assignable cause of procedural factors will be assigned to the kink and friction. An assignable cause of handling damage has been assigned to the observed catheter shaft broken/fractured as the issue is due to handling of the device or portion of the device during the clinical procedure.

Event description:
Analysis of the returned device noted that the catheter shaft was noted to be broken. No consequences to the patient were reported.